Manufacturer narrative:
There was no report of patient injury or medical intervention associated with this event.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. After the expected therapy time was complete, it was observed that the device was still full, and the patient did not received the medication dose. This issue was identified during patient infusion. The device was filled with fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from april 20, 2022 - april 22, 2022. H10: the device was received for evaluation containing approximately 88ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.